Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted in to the abdomen on (B)(6) 2018. The patient¿s mother stated upon removal of the sensor, the wire was missing and at the time of contact, she and the patient were on their way to the doctor to seek medical treatment regarding the missing wire. No additional patient or event information is available.